Manufacturer narrative:
The technician found the casters were worn. The technician replaced the brake casters to repair the stretcher.

Event description:
Information received indicates, the brake casters will not hold in the brake mode.